Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'device cannot be removed¿ with a potential root cause of 'cuff cannot be deflated, occluded lumen / collapsed, material degradation¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Removal of device: a. To remove the catheter from the rectum, the retention cuff must be deflated. Attach the 60 ml syringe to the green inflation port, and slowly withdraw all water from the retention cuff. (Figure 13). B. Make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. Once you have ensured the cuff is fully deflated, disconnect the syringe and discard. To facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. Grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste."

Event description:
It was reported that the nurse had difficulty deflating the cuff. The nurse from the previous shift instilled an additional 45ml of water, since she was unable to deflate the cuff and assumed all the water leaked out. No medical intervention was reported.